Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump was not working. She stated she was not able to change the numbers on her insulin pump. The customer could not recall any significant events leading to the keypad anomaly. Customer's blood glucose was 125 mg/dl. The customer also reported a battery out limit alarm. Troubleshooting found the battery was out of the insulin pump for a longer period than allowed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump act and esc buttons did not respond due to flattened button dome switches. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.